Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient called to report being paranoid after receiving shocks for atrial fibrillation by the implantable cardioverter defibrillator (ICD). A follow up with the patient¿s healthcare provider yielded that the patient was shocked and had a follow up visit with the physician; however, whether the patient was appropriately treated was not available. The device remains in use. No further patient complications have been reported as a result of this event.